Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-01660. It was reported the patient¿s entire system was explanted and replaced. The patient¿s ipg had flipped in the pocket and affected the integrity of the paddle. The physician decided to relocate the pocket site and replaced the ipg and lead with new ones. The patient is receiving effective stimulation and the issue is resolved.